Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that patients not crossing from adt (active directory) to station. The technical support specialist (tss) deployed a restart of the rss service and attempted remote access again but received a request timeout. The tss then deployed a package to recover missing patients and orders, but no orders were successfully crossed. The tss was unable to access the med4000 cce and the med4000 console through rss. Later, the integration engineer confirmed that the issue was resolved by working with it team. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 device did not cross with patient orders, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 device did not cross with patient orders, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.